Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, while docking was in process, error 23023, meaning "cannula power sensor error" occurred on patient side manipulator 2 (psm2). The error was unrecoverable, therefore the surgeon made the decision to disable psm2 and proceed with the remaining two arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verify the error in the log files. The patient side manipulator (psm) was replaced to resolve the reported problem. The system was tested and verified as ready for use. The psm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is being reported based on the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the patient side manipulator involved with this complaint and completed the device evaluation. The reported failure (error 23023) was able to be confirmed during visual inspection. Water intrusion was observed during inspection. The cannula sensor will be replaced as a fix.